Event description:
The gore excluder aaa endoprosthesis trunk-ipsilateral leg component was accidentally implanted with the legs crossed. Following placement of the contralateral leg component it was discovered that the legs crossed yet again. The crossing resulted in-folding of the distal end of the trunk-ipsilateral leg component. A type ii endoleak is evident with a possible type I endoleak. No re-intervention has taken place.

Manufacturer narrative:
Device remains implanted in the patient. Also implanted was pxc161400/lot#04634120.